Manufacturer narrative:
A jjsv application support manager (asm) was at the site location when the event occurred for post certification with treating surgeon. The asm checked surgeon settings and inspected the post-surgery report and found no changes were made to surgeon settings. The asm shared the post-surgery report with the surgeon to show him that the laser did not exceed its safety zones. Upon inspecting the report the treating surgeon agreed that the laser performed as expected and the cause of the weakened posterior capsule was likely due to a posterior polar capsule. No further information will be provided as the surgery center requested not to be contacted. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. No further information will be provided from the complaint reporter as the surgery center requested not to be contacted.

Event description:
The surgeon reported that while removing the lens after using catalys femtosecond, a posterior casual appeared to have been ruptured by the fragmentation.